Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the computer of the navigation system could not recognize the electromagnetic interface. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the computer was replaced. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to medtronic for analysis. No failures were found. The computer booted normally, and the program started and ran normally. The electromagnetic interface showed green status for a 1.25 hour burn-in test. If information is provided in the future, a supplemental report will be issued.